Event description:
The pt's mother reported on (B)(6) 2013 her son was hospitalized for diabetic ketoacidosis (exact bg was not provided). He was placed on an intravenous drip and was given a manual injection of insulin (exact dosage was not provided). His bg levels during his hospitalization are as follows: time: (B)(6) 2013; time: 20:08, bg (mg/dl): 216; time: 22:07, bg (mg/dl): 288; time: 22:55, bg (mg/dl): 285; time: 23:04, bg (mg/dl): 291; time: 23:35, bg (mg/dl): 284; time: 23:48, bg (mg/dl): 294; time: (B)(6) 2013; time: 00:11, bg (mg/dl): 281; time: 01:09, bg (mg/dl): 290; time: 02:09, bg (mg/dl): 291; time: 05:04, bg (mg/dl): 262; time: 11:56, bg (mg/dl): 364. Attempts were made to contact the pt's mother to provide additional info. Messages were left, but she did not return the calls.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the pt's ketoacidosis and hospitalization. No product lot number was reported; therefore, no qualification records were reviewed.